Event description:
It was reported that medfusion pump alarmed system failure: primary audible alarm bgnd test, during testing. No patient injury reported.

Manufacturer narrative:
Other, other text: additional information was received confirming there was no patient involvement.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced speaker and interconnect pcb (printed circuit board). Upgraded device software. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records.